Manufacturer narrative:
Follow-up #1: date of submission: 04/06/2017. The device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the black box verified the loss of prime issue with a force of zero. The load malfunction could not be verified in the black box history. During investigation, the intermittent load step malfunction was duplicated. The piston continued to push the cartridge during the load and stopped at 160 units. The pump cover was removed to find the force sensor cracked at the pin.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.